Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting complete loss of capture and diaphragmatic stimulation. It was revealed that a micro-perforation had occurred during the implant procedure. A lead revision was performed and the lead was successfully repositioned. The physician noted that it took significant effort to re-advance the helix mechanism for lead repositioning. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.